Manufacturer narrative:
(B)(4). Date sent 11/19/2025. B3: only event year known: 2025. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: do you have the linx product code? N/a. 2. Do you have the lot number and serial number (if applicable)? N/a. 3. On what date was the device implanted? (B)(6) 2023. 4. On what date was the device explanted? (B)(6) 2025. 5. Were there any intra-operative complications during implant? N/a. 6. Was there any hiatal or crural repair done at the same time as the implant? Yes. 7. Please specify the symptoms the patient was experiencing before the device was implanted (gerd reflux, dysphagia, pain during eating, etc.,)? Reflux. 8. Please specify the symptoms the patient was experiencing while the device was implanted (gerd reflux, dysphagia, pain during eating, etc.,)? Dysphagia, epigastric discomfort, esophageal spasms after eating/drinking. 9. Have you had any diagnostic testing done to address the symptoms they experienced while the device was implanted? If yes, what diagnostic testing was completed? N/a. 10. Can you share the results of the diagnostic tests? N/a. Do they have an autoimmune disease? No. 11. Has the patient been prescribed medication by a doctor (not over the counter medication)? If yes, what is the doctor prescribed medication? N/a. 12. Is the patient currently taking steroids / immunization drugs? No. 13. When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? N/a. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the linx device is needed to be remove according to the surgeon, there was no other information.

Manufacturer narrative:
(B)(4). Date sent: 12/15/2025. Investigation summary: a 13 beads linx device was returned in used condition. The device was returned in an unlocked position, in addition an attempt to locked was successfully made. Bent wires and tooling marks were noted in some beads. A suture wire knotted on a wire was observed during the visual assessment. It is known that sometimes, during the explant procedure, a suture is placed on the device to aid in the extraction of the device. Hence, it is presumed that the suture was placed by the explant facility during the explant procedure. Overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, tooling marks were noted in some beads. Link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The device lot number is unknown; therefore, the device history record could not be reviewed.

Manufacturer narrative:
(B)(4). Date sent 12/8/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4) date sent: 11/21/2025. Corrected data: d1, d4.